Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the associated defibrillator displayed "poor pad contact" and "check pads" messages with these electrode pads attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation, the malfunction was duplicated during visual evaluation. The malfunction was attributed to an open jumper wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction that only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.